Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured, had high threshold, and had high impedance only on the pace/sense portion. The pace/sense portion was capped and was replaced with a new pace/sense lead. The therapy portion remains in use. No patient complications have been reported as a result of this event.